Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 in the morning. The patient reported obtaining alleged inaccurate high blood glucose readings of between ¿300-500 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with four 500mg metformin tablets, two 10mg glipizide tablets and 10 units of humalog. The patient reported that immediately after the alleged inaccuracy issue began, he increased his humalog dose from 10 units to 25 units. The patient claimed that he then developed symptoms of feeling ¿dizzy, woozy and sweaty¿ and immediately treated these symptoms with a glass of water. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The patient did not have any control solution available to perform a quality control test on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.